Event description:
The pump was returned for investigation. Investigation revealed that the display screen was found to be faded, discolored and difficult to read. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigation revealed that the display screen was faded, discolored and difficult to read. Unrelated to the complaint, a review of the black box history revealed multiple "replace battery" alarms and "power on resets" from (B)(6) 2013. The battery compartment was found to be cracked, the threads were stripped and the compartment was leaking. The battery cap was found to be damaged and moisture was found inside the pump. The pump was exercised for 24 hours with no power loss. The test battery was unable to secure to the pump due to the cracked battery casing and power issues were noted. Also unrelated to the complaint, a review of the black box history revealed multiple time and date resets on 3/6/2013. During an internal battery failed was noted. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.